Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue removal procedure, using the aquilex fluid management system, the fluid deficit on the aquilex "was way off." A surgical applications specialist assisted over the phone with troubleshooting and the manual counted fluid deficit was 800ml. The physician performed a laparoscopy and confirmed a small uterine perforation. The perforation was cauterized and the physician resumed the fibroid resection. The manual counted fluid deficit at the end of the procedure was 1600ml.